Manufacturer narrative:
Updated fields - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, onsite checking machine and machine can bootup properly to operation mode. Connect two units ECG set cable to patient simulator and results was ok. Connect to human with same batch ECG electrode and results was ok. Have shake ECG cable during connected to patient monitor and cardiosave can show right ECG pattern. Cardiosave working ok and monitoring existing ECG cable connection issue.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump ( iabp) had ECG loss signal issue occurred. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. End user change another ECG cable to continue therapy. He states, onsite checking machine and machine can bootup properly to operation mode. Connect two units ECG set cable to patient simulator and results was ok. Connect to human with same batch ECG electrode and results was ok. Have shake ECG cable during connected to patient monitor and cardiosave can show right ECG pattern. Cardiosave working ok and monitoring existing ECG cable connection issue. Device returned for clinic use.

Event description:
N/a